Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box showed that there was a replace cartridge alarm on (B)(6) 2014 21:38. The pump was then powered off at 23:29 and insulin deliveries resumed (B)(6) 2014 07:01. The pump was exercised for 24 hours with a 1.0u/hr basal rate; at the conclusion of testing the basal history correctly matched the 1.0u and the basal total daily dose history correctly equaled 24.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 47 mg/dl with lightheadedness and unsteadiness when standing/walking associated with an inaccurate delivery issue. It was reported that there were no recent changes made to the pump settings. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hypoglycemia due to the basal history not matching the active basal program.